Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a jagwire precursor was used during a procedure (patient gender, age, and weight are unknown). According to the complainant, during procedure, when the device was inserted into the scope, they found that the ptfe sheath was ripped at about 25cm from distal tip. This device was removed, and the procedure was completed using another device. It was not reported that any fragments of this device had fallen into the body." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date is unknown. The wire showed the sheath split at 23 cm from tip exposing the core wire. In addition, at 21 cm, a bump on the ptfe was found. The ptfe is gouged at the beginning of the split sheath. The complaint stated: "the physician thought that this defect occurred before the unpacking because this device was not handled to cause this defect", therefore, the root cause of this issue was not able to be determined. However, this product is 100% inspected during manufacturing and placed into a protective hoop prior to shipping.